Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving heparin (1000 units/ml at 1000 units/day) via an implanted pump. The indication for pump use was cancer chemotherapy. It was reported that the pump was reading 6 cc, but they were unable to pull any drug out of the pump reservoir. The hcp was meeting a lot of resistance when aspirating the drug and they had tried multiple refill kits to confirm kit patency. They had not held back negative pressure. Holding negative pressure, then filling the pump with 10 cc of pfns (preservative free normal saline), and then attempting to empty the 16 cc from the reservoir that would be there was discussed. The hcp could not troubleshoot during the call because she had to put in an order to the managing physician for the pfns. The hcp was going to call back to confirm it worked. The hcp did call back later the same day stating tha t she was able to hold back negative pressure and got some fluid in the tubing. She held it for 3 minutes. She then did it a second time and again only got some fluid while holding for 3 minutes. She was then able to easily put 10 cc of pfns in the pump. She then attempted to aspirate again and met resistance and only got ¿some fluid in the tubing maybe 1.5 cc¿. The patient was going to be sent back to the physician for further investigation of what was going on. Additional information was received on (B)(6) 2021 from another hcp who was calling to request the shutdown code for the pump. The shutdown code was provided during the call. Per the hcp, the patient would have the pump explanted at a later date. The hcp was unsure if the pump would be sent back for analysis.